Manufacturer narrative:
(B)(4). Batch # u93a76. Date of event is 2020. Event day and event month were not reported. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned sample, it was determined that the b12lt device was returned with no apparent damage. Further analysis showed that the device had 12mm printed on the universal seal and the sleeve belonged to an 11mm device, thus not allowing the obturator to be inserted in the sleeve. Based on the information currently available, a product issue was identified during this investigation of the sample received. The event described is confirmed and this defect has been correlated to a manufacturing process. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that prior to an unknown procedure, the b12lt was opened for a case and they tried to insert obturator of one trocar into sleeve of other and it did not get inserted. It is unknown how procedure was completed. There was no patient consequence.